Manufacturer narrative:
The device evaluation found foreign material in the nozzle. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. Based on the results of the investigation, olympus confirmed foreign material in the nozzle but the type of material could not be identified. A definitive root cause could not be determined. It was reported that the foreign material possibly remained in the device due to the physical damage on the device. It was unknown if the reprocessing was conducted in accordance with the instructions for use (IFU). The IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.